Manufacturer narrative:
"You can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off)". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. There was no impact to the customer's blood glucose level. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting.